Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported the aviva system gave a blood glucose result 106 mg/dl; 15 minutes later the customer had "seizure like symptoms" and a same system result of 27 mg/dl. Customer's husband treated the customer with apple juice and cereal after which she felt better. No symptoms were reported at the time of the call. A request was made for the return of the meter, strips and controls, replacement sent.